Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5059159) in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 (also reported as 2009- discrepant information). Consumer stated that she had the procedure done and had pelvic pain and pressure since day one. She also had heavy, awful periods and was diagnosed with fibromyalgia and with a positive ana of lupus (she stated that her labs showed lupus but her symptoms showed fibromyalgia). She has also been diagnosed with bipolar and severe anxiety. She believed all of this was related to essure because she never had these problems mentally or lupus/ fibro (fibromyalgia) until 2012. She had pain everyday, gastro issues and said that her body was literally falling apart. She has an appointment with gynecologist and is requesting either the tubes with the coils removed or a full hysterectomy. She received as concomitant medication: lamictal 250mg, klonopin 3mg, celebrex 200mg, zantac 300mg, b12 1000mg and zofran 4mg. Serious injury was mentioned as event report type and disability / permanent damage as event outcome, but not specified and /or assigned to one of the events. Follow-up received on 26-feb-2016: the (b)64) female consumer stated that she had essure, lot number is 705802, inserted in (B)(6) 2010 ((b)(46). According to her, she is going to have the (fallopian) tubes and (essure) coils removed on (B)(6) 2016. Consumer provided consent for bayer to contact hcp for follow-up and consumer will accept correspondence from bayer. Follow-up information received on 09-mar-2016 from consumer: the consumer stated she had have lupus/fibro, mood and panic disorders, and stomach/bowel issues. Follow-up information received on 22-mar-2016 from physician: no records found on patient. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was diagnosed with bipolar (interpreted as bipolar disorder) and a suspicion of lupus, with positive ana. According to follow up information, she also experienced pelvic pain and a removal of coils and tubes was scheduled. These events are unlisted in the reference safety information for essure, except pelvic pain which is listed. Considering abdominal, pelvic and uncharacterized pain may occur during essure use and the suggestive temporal relationship, causality with essure use cannot be excluded. Considering the pathophysiology of lupus and bipolar disorder and the local effect of essure in the fallopian tubes, causality between the events and suspect insert was assessed as unrelated. Non-serious events were also reported. Since an intervention will be required, this case, previously seen as non-incident, was upgraded to incident. A product technical analysis is expected.

Manufacturer narrative:
Follow-up received on 22-apr-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). Manufacturing date: jan-2010; expiration date: jan-2013. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was diagnosed with bipolar (interpreted as bipolar disorder) and a suspicion of lupus, with positive ana. According to follow up information, she also experienced pelvic pain and a removal of coils and tubes was scheduled. These events are unlisted in the reference safety information for essure, except pelvic pain which is listed. Considering abdominal, pelvic and uncharacterized pain may occur during essure use and the suggestive temporal relationship, causality with essure use cannot be excluded. Considering the pathophysiology of lupus and bipolar disorder and the local effect of essure in the fallopian tubes, causality between the events and suspect insert was assessed as unrelated. Non-serious events were also reported. Since an intervention will be required, this case was upgraded to incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Legal claim received on 13-jun-2016: it was reported that essure was inserted on (B)(6) 2014 (discrepant information). Post procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, dental problems, fibromyalgia, lupus, and chronic fatigue. The plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2016, hysterectomy was done to remove essure coils. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was diagnosed with bipolar (interpreted as bipolar disorder) and a suspicion of lupus, with positive ana. According to follow up information (legal claim), she also experienced pelvic pain and a hysterectomy was done to remove essure coils. These events are unlisted in the reference safety information for essure, except pelvic pain which is listed. Considering abdominal, pelvic and uncharacterized pain may occur during essure use and the suggestive temporal relationship, causality with essure use cannot be excluded. Considering the pathophysiology of lupus and bipolar disorder and the local effect of essure in the fallopian tubes, causality between the events and suspect insert was assessed as unrelated. Non-serious events were also reported. Since device removal was required, this case was upgraded to incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 08-feb-2016. The most recent information was received on 01-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pressure since day one'), bipolar disorder ('bipolar'), systemic lupus erythematosus ('lupus') and autoimmune thyroiditis ('hashimoto's disease') in a 33-year-old female patient who had essure (batch no. 705802) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included celecoxib (celebrex), clonazepam (klonopin), lamotrigine (lamictal), ondansetron (zofran), ranitidine hydrochloride (zantac) and vitamin b12 nos. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic discomfort ("pelvic pressure"). In 2012, the patient experienced bipolar disorder (seriousness criterion disability) with anxiety and mental disorder, systemic lupus erythematosus (seriousness criterion medically significant) with antinuclear antibody positive and fibromyalgia ("diagnosed with fibromyalgia / diagnosed with fibro") with pain. On an unknown date, the patient experienced menorrhagia ("heavy, awful periods/heavy menstrual bleeding"), the first episode of gastric disorder ("gastro issues"), affective disorder ("mood disorder"), panic disorder ("panic disorder"), the second episode of gastric disorder ("stomach issues"), gastrointestinal disorder ("bowel issues"), discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), autoimmune thyroiditis (seriousness criterion medically significant), arthralgia ("crazy sore joints"), inflammation ("inflammation") and swelling face ("puffy face"). The patient was treated with surgery (essure removal via tubes). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, bipolar disorder, systemic lupus erythematosus, menorrhagia, fibromyalgia, discomfort, back pain, abdominal pain, abdominal distension, tooth disorder, fatigue, pelvic discomfort, autoimmune thyroiditis, arthralgia, inflammation and swelling face outcome was unknown and the affective disorder, panic disorder, the last episode of gastric disorder and gastrointestinal disorder had not resolved. The reporter considered abdominal distension, abdominal pain, affective disorder, arthralgia, autoimmune thyroiditis, back pain, bipolar disorder, discomfort, fatigue, fibromyalgia, gastrointestinal disorder, inflammation, menorrhagia, panic disorder, pelvic discomfort, pelvic pain, swelling face, systemic lupus erythematosus, tooth disorder, the first episode of gastric disorder and the second episode of gastric disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: results: positive of lupus. Concerning the injuries reported in this case, the following one/ones were reported via social media; pelvic discomfort, fibromyalgia, arthralgia, autoimmune thyroiditis, inflammation, facial swelling. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 1-oct-2019: this record was detected to be a duplicate to record # us-bayer-2019-192807 (post in social media, medwatch 3500a MFR number 2951250-2019-10792) from which all information was transferred to this case record (us-bayer-2016-027614), then duplicate record # us-bayer-2019-192807 will be deleted. New events: arthralgia (crazy sore joints), autoimmune thyroiditis (hashimoto's disease), inflammation (inflammation), pain (body hurts all over again) and swelling face (puffy face). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5059159) on 08-feb-2016. The most recent information was received on 02-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I had fragments left after my tubes and coils'), device expulsion ('remaining fragments in my uterus'), pelvic pain ('pelvic pain / pressure since day one'), bipolar disorder ('bipolar'), lymphadenopathy ('swollen lymph nodes'), systemic lupus erythematosus ('lupus') and autoimmune thyroiditis ('hashimoto's disease') in a 33-year-old female patient who had essure (batch no. 705802) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included celecoxib (celebrex), clonazepam (klonopin), lamotrigine (lamictal), ondansetron (zofran), ranitidine hydrochloride (zantac) and vitamin b12 nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic discomfort ("pelvic pressure"). In 2012, the patient experienced bipolar disorder (seriousness criterion disability) with anxiety and mental disorder, systemic lupus erythematosus (seriousness criterion medically significant) with antinuclear antibody positive and fibromyalgia ("diagnosed with fibromyalgia / diagnosed with fibro") with pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), lymphadenopathy (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), menorrhagia ("heavy, awful periods/heavy menstrual bleeding"), the first episode of gastric disorder ("gastro issues"), affective disorder ("mood disorder"), panic disorder ("panic disorder"), the second episode of gastric disorder ("stomach issues"), gastrointestinal disorder ("bowel issues"), discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), arthralgia ("crazy sore joints"), inflammation ("inflammation") and swelling face ("puffy face"). The patient was treated with surgery (essure removal via tubes, hysterectomy and swollen lymph node removed in march). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, pelvic pain, bipolar disorder, lymphadenopathy, systemic lupus erythematosus, autoimmune thyroiditis, menorrhagia, fibromyalgia, discomfort, back pain, abdominal pain, abdominal distension, tooth disorder, fatigue, pelvic discomfort, arthralgia, inflammation and swelling face outcome was unknown and the affective disorder, panic disorder, the last episode of gastric disorder and gastrointestinal disorder had not resolved. The reporter considered abdominal distension, abdominal pain, affective disorder, arthralgia, autoimmune thyroiditis, back pain, bipolar disorder, device breakage, device expulsion, discomfort, fatigue, fibromyalgia, gastrointestinal disorder, inflammation, lymphadenopathy, menorrhagia, panic disorder, pelvic discomfort, pelvic pain, swelling face, systemic lupus erythematosus, tooth disorder, the first episode of gastric disorder and the second episode of gastric disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: results: positive of lupus. Concerning the injuries reported in this case, the following one/ones were reported via social media; pelvic discomfort, fibromyalgia, arthralgia, autoimmune thyroiditis, inflammation, facial swelling. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media content received: events: device breakage, device expulsion were added. Reporters added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5059159) on 08-feb-2016. The most recent information was received on 12-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pressure since day one'), bipolar disorder ('bipolar'), lymphadenopathy ('swollen lymph nodes'), systemic lupus erythematosus ('lupus') and autoimmune thyroiditis ('hashimoto's disease') in a 33-year-old female patient who had essure (batch no. 705802) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included celecoxib (celebrex), clonazepam (klonopin), lamotrigine (lamictal), ondansetron (zofran), ranitidine hydrochloride (zantac) and vitamin b12 nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic discomfort ("pelvic pressure"). In 2012, the patient experienced bipolar disorder (seriousness criterion disability) with anxiety and mental disorder, systemic lupus erythematosus (seriousness criterion medically significant) with antinuclear antibody positive and fibromyalgia ("diagnosed with fibromyalgia / diagnosed with fibro") with pain. On an unknown date, the patient experienced lymphadenopathy (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), menorrhagia ("heavy, awful periods/heavy menstrual bleeding"), the first episode of gastric disorder ("gastro issues"), affective disorder ("mood disorder"), panic disorder ("panic disorder"), the second episode of gastric disorder ("stomach issues"), gastrointestinal disorder ("bowel issues"), discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), arthralgia ("crazy sore joints"), inflammation ("inflammation") and swelling face ("puffy face"). The patient was treated with surgery (essure removal via tubes and swollen lymp node removed in march). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, bipolar disorder, lymphadenopathy, systemic lupus erythematosus, autoimmune thyroiditis, menorrhagia, fibromyalgia, discomfort, back pain, abdominal pain, abdominal distension, tooth disorder, fatigue, pelvic discomfort, arthralgia, inflammation and swelling face outcome was unknown and the affective disorder, panic disorder, the last episode of gastric disorder and gastrointestinal disorder had not resolved. The reporter considered abdominal distension, abdominal pain, affective disorder, arthralgia, autoimmune thyroiditis, back pain, bipolar disorder, discomfort, fatigue, fibromyalgia, gastrointestinal disorder, inflammation, lymphadenopathy, menorrhagia, panic disorder, pelvic discomfort, pelvic pain, swelling face, systemic lupus erythematosus, tooth disorder, the first episode of gastric disorder and the second episode of gastric disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: results: positive of lupus. Concerning the injuries reported in this case, the following one/ones were reported via social media; pelvic discomfort, fibromyalgia, arthralgia, autoimmune thyroiditis, imflammation, facial swelling. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 12-nov-2019: plaintiff fact sheet received. Reporter information updated. Event: swollen lymph nodes was newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 08-feb-2016. The most recent information was received on 17-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I had fragments left after my tubes and coils'), device expulsion ('remaining fragments in my uterus'), pelvic pain ('pelvic pain / pressure since day one'), bipolar disorder ('bipolar'), lymphadenopathy ('swollen lymph nodes'), systemic lupus erythematosus ('lupus') and autoimmune thyroiditis ('hashimoto's disease') in a 33-year-old female patient who had essure (batch no. 705802) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included celecoxib (celebrex), clonazepam (klonopin), lamotrigine (lamictal), ondansetron (zofran), ranitidine hydrochloride (zantac) and vitamin b12 nos. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic discomfort ("pelvic pressure"). In 2012, the patient experienced bipolar disorder (seriousness criterion disability) with anxiety and mental disorder, systemic lupus erythematosus (seriousness criterion medically significant) with antinuclear antibody positive and fibromyalgia ("diagnosed with fibromyalgia / diagnosed with fibro") with pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), lymphadenopathy (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), menorrhagia ("heavy, awful periods/heavy menstrual bleeding"), the first episode of gastric disorder ("gastro issues"), affective disorder ("mood disorder"), panic disorder ("panic disorder"), the second episode of gastric disorder ("stomach issues"), gastrointestinal disorder ("bowel issues"), discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), arthralgia ("crazy sore joints"), inflammation ("inflammation") and swelling face ("puffy face"). The patient was treated with surgery (essure removal via tubes, hysterectomy and swollen lymp node removed in march). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, device expulsion, pelvic pain, bipolar disorder, lymphadenopathy, systemic lupus erythematosus, autoimmune thyroiditis, menorrhagia, fibromyalgia, discomfort, back pain, abdominal pain, abdominal distension, tooth disorder, fatigue, pelvic discomfort, arthralgia, inflammation and swelling face outcome was unknown and the affective disorder, panic disorder, the last episode of gastric disorder and gastrointestinal disorder had not resolved. The reporter considered abdominal distension, abdominal pain, affective disorder, arthralgia, autoimmune thyroiditis, back pain, bipolar disorder, device breakage, device expulsion, discomfort, fatigue, fibromyalgia, gastrointestinal disorder, inflammation, lymphadenopathy, menorrhagia, panic disorder, pelvic discomfort, pelvic pain, swelling face, systemic lupus erythematosus, tooth disorder, the first episode of gastric disorder and the second episode of gastric disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: results: positive of lupus. Concerning the injuries reported in this case, the following one/ones were reported via social media; pelvic discomfort, fibromyalgia, arthralgia, autoimmune thyroiditis, inflammation, facial swelling. Lot number: 705802 manufacture date: 2010-01 expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5059159) on 08-feb-2016. The most recent information was received on 02-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pressure since day one"), bipolar disorder ("bipolar") and systemic lupus erythematosus ("lupus") in a (B)(6) year-old female patient who had essure (batch no. 705802) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included celecoxib (celebrex), clonazepam (klonopin), cyanocobalamin (vitamin b12), lamotrigine (lamictal), ondansetron (zofran) and ranitidine hydrochloride (zantac). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic discomfort ("pelvic pressure"). In 2012, the patient experienced bipolar disorder (seriousness criterion disability) with anxiety and mental disorder, systemic lupus erythematosus (seriousness criterion medically significant) with antinuclear antibody positive and fibromyalgia ("diagnosed with fibromyalgia / diagnosed with fibro") with pain. On an unknown date, the patient experienced menorrhagia ("heavy, awful periods/heavy menstrual bleeding"), the first episode of gastric disorder ("gastro issues"), affective disorder ("mood disorder"), panic disorder ("panic disorder"), the second episode of gastric disorder ("stomach issues"), gastrointestinal disorder ("bowel issues"), discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), tooth disorder ("dental problems") and fatigue ("chronic fatigue"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, bipolar disorder, systemic lupus erythematosus, menorrhagia, fibromyalgia, discomfort, back pain, abdominal pain, abdominal distension, tooth disorder, fatigue and pelvic discomfort outcome was unknown and the affective disorder, panic disorder, the last episode of gastric disorder and gastrointestinal disorder had not resolved. The reporter considered abdominal distension, abdominal pain, affective disorder, back pain, bipolar disorder, discomfort, fatigue, fibromyalgia, gastrointestinal disorder, menorrhagia, panic disorder, pelvic discomfort, pelvic pain, systemic lupus erythematosus, tooth disorder, the first episode of gastric disorder and the second episode of gastric disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: positive of lupus. Concerning the injuries reported in this case, the following one/ones were reported via social media; pelvic discomfort, fibromilagia. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 2-feb-2018: reporter added, patient demographics added, events added as follows:-pelvic discomfort. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.